Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse confirmed that the fault of no image wasn't caused by the subject image processor after test with a loaner device on-site but was caused by the defective signal cable which was not an olympus product. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic laparoscopic procedure, the visera elite video system center had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon, ¿no image¿ occurred due to faulty non-olympus signal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.